Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The patient's medical history included endometriosis, raynaud's syndrome, arthralgia, caesarean section, oophorectomy, ovarian cyst, migraine, heart murmur (during pregnancy), menorrhagia, uterine bleeding, hypertension, acne, tendinitis, ovarian cystectomy, dysfunctional uterine bleeding, adenomyosis and tympanoplasty. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), genital haemorrhage ('gen. Abnorm. Bleed') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, raynaud's syndrome, arthralgia, caesarean section, oophorectomy, ovarian cyst, migraine, heart murmur (during pregnancy), menorrhagia, uterine bleeding, hypertension, acne, tendinitis, ovarian cystectomy, dysfunctional uterine bleeding, adenomyosis and tympanoplasty. On(B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions,") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, gastrointestinal disorder, weight increased and adenomyosis had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events added : "pain ¿ dyspareunia, apareunia, pelvic/abdominal, dysmenorrhea(cramping), gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, gi conditions, weight gain, adenomyosis". Outcome of events, "dyspareunia, apareunia, pelvic/abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gi conditions, weight gain, other ¿ adenomyosis" were changed to "recovered/resolved". Reporter contact information was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), genital haemorrhage ('gen. Abnorm. Bleed') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia, vaginal)') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, raynaud's syndrome, arthralgia, caesarean section, oophorectomy, ovarian cyst, migraine, heart murmur (during pregnancy), menorrhagia, uterine bleeding, hypertension, acne, tendinitis, ovarian cystectomy, dysfunctional uterine bleeding, adenomyosis, tympanoplasty, blood pressure high, depression, anxiety and obesity. Current weight 300 lbs. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions,"), adenomyosis ("adenomyosis/ reproductive system disorder or condition type of disorder or condition: adenomyosis"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), irritable bowel syndrome ("digestive system condition type: ibs, crohns"), crohn's disease ("digestive system condition type: ibs, crohns"), vaginal haemorrhage ("abnormal bleeding(menorrhagia, vaginal)") and scar ("complications from your essure removal procedure-scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, gastrointestinal disorder, weight increased, adenomyosis, post-traumatic stress disorder, irritable bowel syndrome, crohn's disease and vaginal haemorrhage had resolved and the psychological trauma and scar outcome was unknown. The reporter considered abdominal pain, adenomyosis, crohn's disease, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma, scar, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received: new events ptsd, vaginal bleeding, ibs, crohns,complications from your essure removal procedure-scarring were added. Updated outcome of events. Reporter, medical history, concomitant drug were added. Lab data updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The patient's medical history included endometriosis, raynaud's syndrome, arthralgia, caesarean section, oophorectomy, ovarian cyst, migraine, heart murmur (during pregnancy), menorrhagia, uterine bleeding, hypertension, acne, tendinitis, ovarian cystectomy, dysfunctional uterine bleeding, adenomyosis and tympanoplasty. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2019: medical records received. Lot number received. Previously reported event "injury nos" was replaced with medical device removal. Essure removal date, explant date and procedure was added. Patient's medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.